Event description:
It was reported the parkinson¿s disease (pd) patient¿s implantable neurostimulator (ins) had lasted ¿for almost two years¿ though longevity estimates indicated it should have lasted for 2.6 years. It was further reported the patient¿s previous ins of a different model type had lasted for three years using the same parameters. The patient reportedly experienced an acute onset of ¿severe bilateral akinesia, rigidity, and stupor¿ a few days prior to admission to a hospital emergency room (ER). The patient¿s ins was off and at end of service (eos) when the patient was admitted to the ER and ¿the effect of medical treatment based on levodopa was nearly absent¿ at that time. The patient exhibited ¿a mildly elevated body temperature¿ at the time of admission. Laboratory tests were performed and ¿showed an underlying infection that was reportedly absent during a prior hospitalization elsewhere¿ that had preceded his current hospital admission. The patient was administered antibiotics and apomorphine at that time. This treatment was gradually adjusted until the patient ¿started to show a gradual clinical improvement¿ in pd symptoms, consciousness, and infection. The improvement ¿permitted him to successfully undergo the surgical replacement of the ins¿ three days prior to report. Following the replacement of the ins it was noted that ¿motor improvement was readily prevalent and noticeable while the patient was still completing antibiotic therapy¿ and that ¿oral feeing was readily regained.¿ it was further noted the patient also ¿tried to walk, even though with great difficulty¿ at that time, however it was noted ¿this was very normal in his case.¿ following the completion of his antibiotic treatment, the patient was ¿discharged to complete regular pd oral treatment at home, while he followed regular sessions of physical therapy to regain muscular strength. The patient was to follow-up with their healthcare provider (hcp) at a later date. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).